Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon was going to grasp tissue and the instrument was not functioning properly. When going to open the jaws, half the jaw fell off inside the patient. The surgeon had to pause the procedure to find the tip of the instrument in the patient's body. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all instruments are inspected before entering the body, and nothing out of the ordinary was found prior to use. The time of the instrument breaking during an attempt to grasp tissue. The surgeon has no idea or belief about how the instrument fell apart. The instrument was used for about an hour when the issue occurred. When attempting to grasp tissue, the surgeon noticed it was not articulating per usual, and when opening the jaws of the instrument, that is when half of the tip fell off inside the patient. The instrument did not collide with any other instruments or materials. The fragment did not fall inside the patient due to the instrument tip collision. The wrist was straightened prior to removal prior to the breakage. Upon final removal, the wrist was straightened. No resistance while removing the instrument from the cannula was noted. No damage to the cannula was found post-removal. The only noted damage to the instrument was the missing half of the jaw that had fallen into the patient. The fragment was retrieved by using a second fenestrated bipolar and a disposable direct drive grasper. All fragments were retrieved. It was confirmed by a visual sweep of the abdomen and assessment of the found fragment and instrument. No additional surgery was needed. Usual post-op, x-ray surgeon was performed after every robotic lobe. Surgery was completed as planned. No injury noted at this time. The patient has not returned for any post-op complications at this time. The instrument is available for return. The fragment that broke was thrown out and is unable to be sent. There is no recording available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip tip. A piece approximately 13.88 mm x 4.89 mm was found to be broken off. The broken piece was not returned with the instrument.